Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; although specific value was not provided. Reportedly, customer had the control iq sleep mode activated during the day when awake. Tandem technical support educated the customer on control iq features and that a bolus will not be delivered when sleep mode is activated. Customer administered a correction bolus via the pump to address the bg. Reportedly, customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.